Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the es -cubie failure - midazolam injection. Need to access urgently, there is a patient on it. The technical support specialist dialed into the station and verified that no "failed hardware" icon was showing. The station uptime was confirmed to be 1 hour, indicating a recent reboot. The specialist sent an email to the customer to provide findings and verify if the issue still persisted. The customer responded, informing that the issue had been resolved by the bd technical team and they informed to close this case. The system functioned as intended after the technical support specialist investigated the device.